Event description:
It was reported that a break at the pump connector occurred. The junction of the pump segment of the catheter and pump broke on the catheter side. The white cover, where two black dots were, separated from the metal. The catheter was replaced. It was indicated that the event occurred during a procedure on the report date. There were no patient symptoms or complications associated with the event. The patient status at the time of this reported was indicated to be ¿alive-no injury.¿ the device system was used to deliver morphine. It was later reported that the pump was also explanted.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # unknown, explanted: (B)(6) 2014, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed a feedthru anomaly of the motor, specified as shorting across the insulator. Analysis of catheter serial # (B)(4) revealed that difficulty with the sutureless connector led to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.